Manufacturer narrative:
Please reference regulator report # 3004209178-2017-02603 for the related reported ins.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-feb-06. It was reported that one of the patient¿s implantable neurostimulator¿s wouldn't charge and the physician mode recharge (pmr) was not successful for it. An appointment was to be made between the patient and their healthcare provider. There is no further information related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.